Event description:
The customer was using his power wheelchair outdoors, when he saw sparks coming from underneath his chair. He was able to get out of the chair and after, the chair caught on fire and burned completely.

Manufacturer narrative:
Upon initial inspection it was determined the original manufactures battery hardware had been changed, when the batteries were recently replaced by dealer. The bolts that were used for the connection of the terminals were too long and installed backwards. This allowed the battery post to come into contact with frame of the chair. When this occurred the battery arced and welded the battery post hardware to the frame of the chair. This allowed the battery to overheat and ignite causing the chair to catch on fire. This chair has been in use 1 year and 2 months prior to this incident. There is no history or evidence to suggest a product problem or malfunction. The manufacturer views this as a dealer/service error.